Event description:
It was reported that this tendril MDR right ventricle (rv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. The patient experienced syncope and fell and was admitted to the hospital. Testing of the system was unable to reproduce any noise with provocative maneuvers. While at the hospital, the patient passed away. All evidence indicates the rv lead remains in situ. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).